Event description:
It was reported that the patient was experiencing syncope and pacing inhibition due to the oversensing noise observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2026. There were no patient consequences.